Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted with no information other than that there may be a malfunction. Follow-up attempts were made to obtain more information regarding this explant procedure but were unsuccessful. No patient complications have been reported as a result of this event.